Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level reported. Technical support instructed the customer to press the button firmly and confirmed that although the pump functioned, the difficulty persisted, leading to the decision to replace the pump. The customer will use multiple daily injections (mdi) as a backup, and instructions were provided for returning the pump using a prepaid label.